Event description:
(B) (4). Same case as 2134265-2010-02533 it was reported that during a carotid artery stenting procedure the patient experienced a spasm. The target lesion was located in the right proximal internal carotid artery with 95% stenosis and was 5.0 mm long with a 4.0 mm reference vessel diameter. The target lesion was treated with 2 filterwire ez devices and placement of a carotid wallstent. After deploying the first filterwire ez, it was noted that, inadvertently, a smaller filter wire had been selected and passed for deployment. A second filter wire was then advanced and the smaller wire was removed. The site reports that no malfunction occurred. The 8 x 21mm carotid wallstent was implanted and post dilated. Following post-dilatation, residual stenosis was 0%. Angiography during the index procedure revealed a mild spasm and slow flow in the right internal carotid artery where the filter wire was positioned. The filter wire was removed and repeat angiography was performed showing a mild spasm and improved flow. No further action was taken and the event was considered resolved without residual effects. The patient was discharged 8 days later.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).